Event description:
It was reported that the patient fell and presented at the emergency room with syncope and bradycardia symptoms. It was also reported that there was a lead warning with a polarity switch to unipolar. There was also oversensing, no capture and intermittent capture noted on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.